Event description:
It was reported that the stent dislodged. An express ld balloon expandable stent was selected for use. The device could not cross the lesion. The stent dislodged from the balloon catheter. The procedure was completed with another stent stent. There were no patient complications.